Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under-infused antibiotics during patient infusion on the neonatal intensive care unit (nicu). The pump was programmed to infuse approximately 5ml over 30 minutes. After 30 minutes, the pump alarmed the syringe was empty; however, 2ml of fluid was still in the syringe. To resolve the event, the infusion was restarted to administer the remaining medication over appropriate rate and 1ml flush was given after per protocol/policy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.